Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose reading was over 600 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. It was reported that the display went blank multiple times. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage to the battery spring. No further testing could be performed due to the blank display.